Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast visible in the inflation lumen and loosely folded balloon consistent with preparation and a rupture while in the patient anatomy. A new indeflator filled with water was used to pressurize the balloon and a pinhole was noted in the balloon over the middle of the distal marker, confirming the reported rupture. There were no scratches noted. Balloon ruptures can be affected by numerous factors including, but are not limited to: balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Scanning electron microscopy analysis determined the balloon failure to be attributed to mechanical damage to the outer surface. The leak was found at the edge of a fold over the distal marker. Mechanical damage was observed at the leak edges on the outer surface and there was an area of peeling. The inner surface revealed damage, partial tearing, and longitudinal lines located at the distal marker impression. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy such that the balloon ruptured upon inflation at 10 atmospheres, which is below the rated burst pressure (rbp). All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify the rbp and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported balloon rupture appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during inflation of the trek balloon at the lesion site, contrast was seen leaking from the balloon. A pinhole was suspected on the balloon as the cause of the leak. The balloon would not hold pressure during inflation of up to 10 atmospheres. Therefore, another catheter was used to continue with the procedure. No adverse patient effects were reported. No additional information was provided.